Event description:
Device malfunction: failure to deploy needles. Time device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after the handle was turned counter-clockwise and pulled straight back away from the hub only two out of the four needles were visible. A black down procedure to re-park the needles was performed and the device was removed from the patient anatomy. Hemostasis was achieved using a second prostar device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.